Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent an extraction socket preservation procedure using demineralized bone matrix putty. All walls were intact. The surgeon extracted the molar tooth and grafted immediately, stating that there was no evidence of infection in the site although the tooth itself was infected. A collagen membrane was used over the graft therefore no primary closure was attained. Radiographs taken at 4 months post grafting suggested no bone growth in defect site, upon re-entry at the site, the surgeon stated that both palatal and buccal walls were resorbed away and no bone growth in the grafted area. Doctor took a soft tissue biopsy at this time. Biopsy results came back abnormal stating that there was a very strong multinucleated giant cell lesion at the site. The surgeon removed the implant and grafted the side with mineros. The patient seems to be doing well.